Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an audio anomaly. The audio was turned on, but the device would only vibrate. Customer's mother stated that the insulin pump had a hardware low level alarm. The customer¿s blood glucose during the incident was 80 mg/dl. Troubleshooting was performed. The customer was able to complete insulin pump rewind. It is unknown if the audio anomaly was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. The audio tone or vibrate feature on the pump functioned properly during testing. Hardware low level failures error alarmed during self test and was confirmed in device history file due to cold solder joint at ambient light sensor.